Event description:
It was reported that the recirculating solution level alarm did not trigger, even when the float switch was pressed all the way down during the bench test. There was no patient involved, and no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was a loose connector when plugged into the main board. The float switch connector was reseated to fix the reported error. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.